Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection. A washout was performed and a 4x11 cs insert was revised to a 4x13 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.